Manufacturer narrative:
The t:slim pump user guide states: if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. Multiple attempts made to follow up with the customer, no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood (bg) above 1300 mg/dl and diabetic ketoacidosis (dka). The customer attempted to address bg with correction bolus via pump. The customer was admitted in the hospital on (B)(6) 2016. The customer was discontinued from the pump and treated with an insulin drip. The customer stated that the cartridge was changed, however during troubleshooting with tandem technical support and certified diabetic specialist (cds), the pump logs identified that a change cartridge was initiated but was not completed and indicated no basal delivery. Reportedly, the customer was on a high amount of antibiotic due to a kidney infection prior to the reported issue.